Manufacturer narrative:
H3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no haptic bent. Dimensional inspection found the lens to be within specifications. B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. On the same day separate surgery the lens was exchanged with the same model and length; opposite toric meridian (implanted vertically) and the problem was resolved. The cause of the event was reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. The lens was exchanged with the same length lens, implanted vertically and the problem was resolved. The cause of the event was reported as unknown.